Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ultrasound endoscopy: needle tip does not penetrate for effective puncture. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r,2l,4r,ao,ar,11ri,11s- 7. Please describe the size of the intended target site. 8. If not with the device in question, how was the procedure performed and/or finished? Replace product. 9. Was the device used in a tortuous position? 10. Are images of the device or procedure available? 11. Was it damaged in packaging before removal? No 12. Was it damaged on removal from packaging? No 13. Was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus 15. Was force required on insertion of device into scope? No 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? On advancement of the needle 17. Was difficulty experienced while retracting the needle? No 18. Was the syringe used during the procedure, after the stylet was removed? No 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No 22. Was needle penetration of the targeted site difficult? Yes 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? Zero 0. 25. Did any section of the device detach inside the patient? No 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope?n/a 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? N 28. Was there difficulty in attachment / detachment of the leur to the scope? No 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No ebus.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 may 2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2213368 of echo-hd-22-ebus-o was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 26-mar-2025. On evaluation of the devices the following observations were made: visual inspection: proximal needle kink observed just below sheath extender. Distal end of needle examined, and kink observed 1.8cm from the tip of the needle. (Ruler ipe-0402 calibration due jan 2035) functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. The reported failure was not observed as clinical setting could not be replicated. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c2213368 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the warning section of the instructions for use, (ifu0051) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The user is instructed in the precautions section to "ensure the stylet is fully inserted when advancing the needle into the target site.¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0051). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. A definitive root cause could be attributed to use error as the stylet was not fully inserted when the needle was advanced into the target site. Additional information confirmed that the stylet was not fully in place inside the needle when advancing into the targeted site which is considered use error under the precautions section of the instructions for use. The use error subsequently contributed to distal kink which cascaded to proximal kink. Distal kink would have prevented the needle tip from penetrating properly, hindering an effective puncture as noted by the customer. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on the visual and/or functional inspection. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined as the stylet was not fully inserted when the needle was advanced into the target site.